Manufacturer narrative:
H.10: the affected device was requested back to the manufacturer site for a detailed investigation. Deviation could be reproduced. Ingress of fluids has been identified to be the root cause of the reported event.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a centrifugal pump stop following two error codes associated to a s5 erc tubing clamp / 500mm during priming. The clamp was disconnected and the pump restarted. The clamp has been replaced with another one. There was no patient involvement.